Manufacturer narrative:
Correction to field h8: usage of device. Investigation summary: with the available information bsc concluded based on analysis results, that the reported error 171 that led to the procedure being cancelled was confirmed. The error was likely due to an electrical overstress within the resonator triggering error codes to be displayed. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history record (DHR): a service history review was completed. This laser was installed on 22 november 2016. The system was last serviced on 04 december 2020. The laser console was fully functional without any issues device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse replaced the resonator and calibrated the laser console. The laser console passed full functional and electrical safety testing. The resonator was returned for analysis to our post marked quality assurance laboratory. Functional testing was performed by the service department and the resonator passed all tests. The service department repaired the resonator by replacing the desiccant packs, repeaked (calibrated) the laser output power, created a new resonator test report and realigned and tested the resonator, it passed all testing. Investigation conclusion: based on analysis results an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the console did not work at 180w and prompted several error messages. The procedure was partially completed. The patient was re-scheduled to complete the treatment likely requiring to be under anesthetic and having a foley catheter for an additional month. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results, that the reported error 171 that led to the procedure being cancelled was confirmed. The error was likely due to an electrical overstress within the resonator triggering error codes to be displayed. After replacing the component, the console passed full functional electrical safety testing. A review of the console service history confirmed that the console was fully functional without issues since last serviced. Per the reported information there was no direct patient complications associated with the error codes. There is no information to reasonably suggest that the reported error codes could potentially cause or contribute to patient harm if these were to occur again. Device history record (DHR): a service history review was completed. This laser was installed on 22 november 2016. The system was last serviced on 04 december 2020. The laser console was fully functional without any issues device technical analysis: the console was serviced by a field service engineer (fse) onsite. The fse replaced the resonator and calibrated the laser console. The laser console passed full functional and electrical safety testing. The resonator was returned for analysis to our post marked quality assurance laboratory. Functional testing was performed by the service department and the resonator passed all tests. The service department repaired the resonator by replacing the desiccant packs, repeaked (calibrated) the laser output power, created a new resonator test report and realigned and tested the resonator, it passed all testing. Investigation conclusion: based on analysis results an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, the console did not work at 180w and prompted several error messages. The procedure was partially completed. The patient was re-scheduled to complete the treatment likely requiring to be under anesthetic and having a foley catheter for an additional month. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the console did not work at 180w and prompted several error messages. The procedure was partially completed. The patient was re-scheduled to complete the treatment likely requiring to be under anesthetic and having a foley catheter for an additional month. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.